Event description:
Per pt: the aortic valve was "falling out" on echocardiogram ("leaking"). Pt had developed shortness of breath. Reoperation was performed and the area was "cleaned out" (debrided). No infection was found. Pt stated that pt is considering legal action.